Event description:
A report was received that a permanently implanted patient underwent a retrial. The patient developed an infection at the lead insertion site as a result of a re-trial procedure. Symptoms were fever, swelling and leaking from the lead insertion site. The infection was procedure related and not device related. Antibiotics were prescribed. It was also reported that later, the patient underwent an explant of the existing scs system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50e, serial #: (B)(4), description: trial linear 3-4 lead, 50cm. Model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead. Model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.